Event description:
It was reported that the balloon ruptured. A ranger drug-coated balloon 7mm x 100mm, 135cm catheter was selected for use to treat stenosis for peripheral arterial occlusive disease. The target lesion was common and superficial femoral artery with 80 percent stenosis and mild calcification. The physician inserted the catheter, and upon treatment the balloon ruptured prior to reaching the nominal pressure. The procedure was able to be completed successfully using a new ranger without sequela.

Manufacturer narrative:
Device evaluated by manufacturer: this ranger drug-coated balloon 7mm x 100mm, 135cm catheter was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in 54 mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the balloon issues observed in the field.

Event description:
It was reported that the balloon ruptured. A ranger drug-coated balloon 7mm x 100mm, 135cm catheter was selected for use to treat stenosis for peripheral arterial occlusive disease. The target lesion was common and superficial femoral artery with 80 percent stenosis and mild calcification. The physician inserted the catheter, and upon treatment the balloon ruptured prior to reaching the nominal pressure. The procedure was able to be completed successfully using a new ranger without sequela.